Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that they are seeing a no device found screen when charging which started about 2 weeks ago and says that prior to this, they hadn't charge implant for awhile "because I was feeling really good but now its getting uncomfortable so I want to use it again". Pt talked to rep "almost a week ago" but cant remember reps name. Pt is in the parking lot for the hospital and will meet with rep if they cant get ins to charge during the call. Pt mentioned they recently had a [unrelated] shoulder surgery. Pt says its hard to find the spot to charge ins. They said the implant "sticks out a little more than it used to". Pt used passive recharge mode (prm) during the call and was getting 50s for the high numbers but eventually found a spot where it went to 78. Pt was able to start charging ins but it says poor recharge quality. They started prm again and got 88 for the high number, it started charging ins with excellent quality. Pt is still going to follow up with rep at healthcare providers office about the charging issue at 1pm since they are already at the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.